Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
It was reported that patient presented with pain in right hip. Surgeon revised due to loosening.

Manufacturer narrative:
An event regarding stem loosening involving an trident shell was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The patient was revised due to a loose stem and there is no allegation of failure against the trident shell. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient presented with pain in right hip. Surgeon revised due to loosening.